Event description:
Call received from nursing agency in 2002. Rn stated chemo had finished several hrs early. When questioned further, rn had received call from pt that bag looked empty. Pump had not alarmed. Rn to pt's home. Pump said 33 more cc to infuse & she thought only about 3 cc in bag so she discontinued infusion. Bag was disposed of & not available for eval.